Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation" on (B)(6) 2007. The patient's medical history included abnormal uterine bleeding, chronic cervicitis and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("bleeding nos") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). At the time of the report, the pelvic pain and haemorrhage had resolved. The reporter considered haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient was treated for pain and bleeding trailing coils- left-2, right-3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : reporters added, case became medically confirmed. Medical history added. Event "essure and ablation performed on same day." We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("bleeding nos") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). At the time of the report, the pelvic pain and haemorrhage had resolved. The reporter considered haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient was treated for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: invalid case validated; product information updated; adverse events added to case: "pain nos", "haemorrhage nos", "psychological trauma". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation" on (B)(6) 2007. The patient's medical history included abnormal uterine bleeding, chronic cervicitis and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("bleeding nos") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). At the time of the report, the pelvic pain and haemorrhage had resolved. The reporter considered haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient was treated for pain and bleeding trailing coils- left-2, right-3. Lot number: 624837 manufacture date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.